Event description:
Prostaprobe was returned to the distributor because the site reported the balloon ruptured 55 mins into treatment. Problem was noted when the tape marker used as a reference had moved. The treatment was then stopped and the catheter was removed from the pt. At this time, there is no adverse event to the pt. This incident is being reported because a similar incident could result in a pt injury.